Event description:
It was reported that following the implant procedure after wound closure, this patient reported feeling chest pain. System interrogation revealed increased capture threshold measurements and loss of capture from this right ventricular (rv) lead. Diagnostic imaging confirmed the rv lead had dislodged from the implant location and perforated the apex of the right ventricle. The physician subsequently explanted this rv lead and replacement lead was implanted to resolve the event. It was noted the rv lead was lost at the healthcare facility and is not expected to be returned for analysis. The patient was stable.